Manufacturer narrative:
Device avail. For eval.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices bumper tip profile. A visual examination found that two of the stent struts in the centre of the stent were raised and bent towards the tip section of the device. This damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was withdrawn through the guiding catheter and the dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The patient was receiving tpi support. Vascular access was obtained via the right radial artery. The diffused, mildly calcified, target lesion with timi-1 flow was located in the right coronary artery (rca). The patient experienced ventricular tachycardia (vt) which was treated with defibrillation. The patient returned to sinus rhythm. A 6 fr ¿ jr -3.5 guide catheter and a non bsc guide wire were advanced. Pre-dilatation was performed with a 2x9mm balloon catheter at 12 atmospheres for 15 seconds and a 2.5x9mm balloon catheter at 12 atmospheres for 20 seconds. Angiogram revealed 70% stenosis at the proximal rca followed by 80% residual lesion with timi 2 flow. A 32x2.50mm taxus¿ liberté¿ stent was selected and advanced to treat the lesion; however, the device failed to cross the lesion despite several attempts. When the device was removed from the guide catheter, it was noted that the mid stent struts flared up. Serial dilatations were performed with a 2.5x10mm nc balloon catheter and a 2.75x32mm non bsc stent was then deployed. Post dilatation was performed with a 2.75x8mm nc balloon and the procedure was completed. Final angiogram revealed a well deployed non-bsc stent with timi 3 blood flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient was receiving tpi support. Vasclar access was obtained via the right radial artery. The diffused, mildly calcified, target lesion with timi-1 flow was located in the right coronary artery (rca). The patient experienced ventricular tachycardia (vt) which was treated with defibrillation. The patient returned to sinus rhythm. A 6 fr ¿ jr -3.5 guide catheter and a non bsc guide wire were advanced. Pre-dilatation was performed with a 2x9mm balloon catheter at 12 atmospheres for 15 seconds and a 2.5x9mm balloon catheter at 12 atmospheres for 20 seconds. Angiogram revealed 70% stenosis at the proximal rca followed by 80% residual lesion with timi 2 flow. A 32x2.50mm taxus¿ liberté¿ stent was selected and advanced to treat the lesion; however, the device failed to cross the lesion despite several attempts. When the device was removed from the guide catheter, it was noted that the mid stent struts flared up. Serial dilatations were performed with a 2.5x10mm nc balloon catheter and a 2.75x32mm non bsc stent was then deployed. Post dilatation was performed with a 2.75x8mm nc balloon and the procedure was completed. Final angiogram revealed a well deployed non-bsc stent with timi 3 blood flow. No patient complications were reported and the patient's status was stable.